Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported, "I am contacting your company to let you know the great experience that I had with your products. I am currently (B)(6) years old and had my first total knee replacement when I was (B)(6) and my other knee when I was (B)(6) this enabled me to continue to work and do all the things in life that I enjoyed. I recently had the plastic replaced in my first knee with very little recovery time. I am writing this to say thank you for developing products that help people with daily life and work. Again thank you and I would recommend your products to everyone that is having joint problems."